Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 3 of 4. Reference MFR report: 3008829311-2017-00714. Reference MFR report: 3008829311-2017-00715. Reference MFR report: 3008829311-2017-00717. It was reported that during an implant procedure the physician reported a cerebrospinal fluid (csf) leak. As a result, the patient experienced headaches, however no intervention was taken.